Manufacturer narrative:
One scd controller compression system was returned. Upon triage at a local service center it was noticed there were exposed copper wires on the power cord. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd controller was manufactured in 2013. A review of the device history records shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 11/18/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer experienced an issue with a scd controller. Upon service on (B)(6) 2016, exposed copper wires were found on the power cord.